Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the catheter could not deflect. The catheter was exchanged. The procedure was completed with no patient consequences. The device was visually inspected and it was found in good conditions. Then, during the second visual inspection, the peek housing tip transition was found cracked leaving the t bar exposed. Then, deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the t bar slippage and the damage on the transition cannot be determined. However, an internal corrective action has been opened to investigate this issue. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30055569m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the catheter could not deflect. The catheter was exchanged. The procedure was completed with no patient consequences. The deflection issue was assessed as not reportable. Since the catheter was unable to deflect, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster product analysis lab received the device for evaluation and discovered on december 5, 2018 that a crack was found in the transition tip-to-peek housing leaving the t-bar exposed. Since the t-bar was exposed, this returned condition was assessed as a reportable issue. Therefore, the awareness date for the reportable lab findiing is december 5, 2018.